Manufacturer narrative:
At this time, there have been no samples or visual evidence returned for evaluation; therefore, no corrective action is possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
Subject is a (B)(6) year old male enrolled in preserve on (B)(6) 2017 with option¿ elite retrievable vena cava filter placed on same day due to history of left lower extremity dvt and contraindication to anticoagulation due to upcoming hernia repair surgery. Subject was discharged from hospital on (B)(6) 2017. He was again hospitalized for lower left extremity pain on (B)(6) 2017, when a new dvt was discovered. This was an occlusive thrombus, involving the inferior vena cava, right common femoral vein, and left femoral vein. The dvt was treated with catheter directed therapy and the dvt resolved without sequelae on (B)(6) 2017. The event was considered possibly related to the ivc filter or procedure. Admitted on (B)(6) 2017 when he was hospitalized with a new pe. The subject was concurrently diagnosed with right middle lobar and left lower lobe subsegmental pulmonary emboli in a background of imaging findings suggesting pre-existing pulmonary hypertension. Anticoagulation therapy was given for the pe and this resolved without sequelae on (B)(6) 2017. The event was considered possibly related to the ivc filter or procedure. At this time subject was on chronic coumadin but with reported history of difficulty achieving therapeutic inrs. Subject had bilateral ekos catheters placed on (B)(6) 2017 and was discharged on (B)(6) 2017 with ongoing symptoms. The event resolved with sequelae on (B)(6) 2017 and was considered possibly related to the ivc filter or procedure.